Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead dislodged. During the revision procedure, the proximal coil of the lead was found to be fibrosed in the superior vena cava. The proximal coil was capped and replaced with a new single coil lead. There were no adverse patient effects reported.